Event description:
It was reported that a flogard infusion pump presented an insert slide clamp alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, functional testing, and an alarm log review were performed. During the alarm log review and functional test an insert slide clamp alarm was identified. Visual inspection revealed broken slide clamp. The broken slide clamp was determined to be the cause of the alarm. The slide clamp was replaced to fix the reported condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.